Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Update (B)(6) 2018: following a review of the images in the provided medical records the event relates to the crack fracture of an abgii stem.

Manufacturer narrative:
This record is a duplicate of 0002249697-2017-01375. Therefore, this record is being cancelled.

Event description:
Update (B)(6) 2018: following a review of the images in the provided medical records the event relates to the crack fracture of an abgii stem.